Event description:
Since being implanted with mentor memory gel silicone implants, with reassurance of safety, I have had severe health issues. Including: anemia, copper toxicity, joint/limb pain, headaches, dry skin, dry eyes, blurry vision, anxiety, depression, numbness, inflammation, hormone imbalances, menstrual complications, hair loss, jaundice, swelling, cystic acne, constant cough/throat clearing, chest pain, increased blood pressure, increased allergies, sinus issues, swollen lymph nodes, brain fog, dizziness, blackouts, fainting, abnormal weight gain and weight loss, food intolerance, gi issues. FDA safety report ID# (B)(4).